Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluation of the customer's device and was able to verify the reported issue. Due to obsolete parts the device is unable to be repaired. The customer will be offered a replacement offer and will scrap their own device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to duplicate the reported issue. The cause of the reported issue was isolated to be the device¿s system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.